Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.